Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during drain 2. The home patient (hp) stated they became disconnected from the patient line. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 alarm was confirmed, a cause was determined to be due to air being sucked into the disposable because was a loose connection between the supply bag and the line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.